Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable test results for eight samples from six patients using the elecsys troponin t stat assay (tnt-hs) on the cobas 6000 e 601 module (e601, serial number 26f0-21) and the cobas e 411 immunoassay analyzer (e411, serial number (B)(4)). Of the data provided, the results for three samples were discrepant. All initial results were released outside of the laboratory, and all are in units of pg/ml. No data flags or alarms occurred. (B)(4). Patient (B)(6): the initial result was 66.10. About three hours later, new sample had a result of 7.24. The initial sample was repeated approximately three hours later with a result of 33. The new sample was repeated immediately with a result of 7.4. All results were obtained on the e601. Patient (B)(6): on (B)(6) 2017, the initial result on the e601 was 13; repeat result on the e411 was 68. Four hours later, the sample was repeated on the e601 with a result of 26; repeat result on the e411 was 49. The customer called technical support after these results and recalibrated the assay on the e601, because the reagent pack had been on-board the analyzer for more than a week. After the calibration, quality controls were acceptable. The customer then analyzed two patient samples and the results were within specifications. Patient (B)(6): on (B)(6) 2017, the initial result on the e601 was 62; repeat result on the e411 was 24. Technical support advised the customer to run the sample in triplicate on both analyzers. The results from e601 were 35, 35, and 10. The results from e411 were 35, 35, and 9. The triplicate results indicated an possible issue with the sample or sample handling. The customer performed a precision check on the e601 which passed. There was no allegation that an adverse event occurred. The tnt-hs reagent lot number is 19550001 with an expiration date of 02/28/2018. The alarm trace information for the e601 showed a few sample pipetting alarms. Performance testing showed low signals which may indicate issues with the beads mixer or the reagent. An issue with measuring cell contamination was unlikely. The alarm trace information for the e411 showed no issues at the times the samples were analyzed. The measuring cell was changed on an unspecified date. Investigation activities are ongoing.

Manufacturer narrative:
On an unspecified date, the customer had another event involving two patient samples. Result data was provided for one patient sample. All results are in units of pg/ml. It was unclear whether these results were released outside the laboratory or if an adverse event occurred; clarification was requested. The initial tnt-hs result on the e411 was 73.64. The repeat result on the e601 was 36.98. The repeat result on the e411 was 41.4. A second sample was tested and "the result was absolutely reproducible on both analyzers." The customer had several pre-analytical issues. The customer stated that the sample tubes were "bad quality" vacuum tubes with gel separator/clot activator. Sample handling in the emergency room was questionable. Centrifugation time was too short, and speed was too fast. The customer did not use the recommended rack adapters for 13mm sample tubes. A specific root cause could not be identified for the events on the e601. Additional information for further investigation was requested but was not provided. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality (e.g., hemolysis, clots, fibrin, sample temperature, handling), insufficient maintenance, or contamination of the environment with the analyte. The most likely root cause was poor sample quality (possible clots/fibrin in the sample). A general reagent issue could be excluded. The customer implemented changes to the centrifugation time and speed, and has had no further issues.